Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2011 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2011. The physician corrected the settings; however, the device off time and frequency were not corrected. The device was interrogated prior to the patient leaving the office on (B)(6) 2011 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the off time back to efficacious setting. The setting was corrected on (B)(6) 2012. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.